Event description:
It was reported that "removed the insert due to a potential infection. Did indeed turn out to be infected. Completely debrided the knee, and then replaced with a new insert."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.